Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 374mg/dl. She reported that she did not believe her insulin pump was working properly. She had difficultly performing troubleshooting over the phone, and was told that her insulin pump would be replaced. The insulin pump was returned. No additional information was reported.